Event description:
It was reported that the patient faced infusion set fell off, event on (b)(6) 2026.

Manufacturer narrative:
E1: Patient Country: Canadapatient city: (b)(6)Name- (b)(6)Street-(b)(6) Based on the available information, this event is deemed to be a Reportable Malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545